Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the extension tubing detached from the connection to the bd nexiva closed IV catheter system during use.

Manufacturer narrative:
Investigation summary: a DHR review is required, but a review could not be performed as the lot number was not provided. Received one used nexiva 20ga catheter adapter/extension set without packaging from catalog number 383537; lot number unknown. Four photos were submitted for evaluation. Photo one displayed a nexiva 20ga winged adapter and extension set. Photo two displayed the opened end of extension tubing. Photo three displayed the side view of photo two. Photo four displayed the clear port of the winged adapter. Visual/microscopic evaluation: the extension tubing was separated from the clear port of the winged adapter. Based on the evaluation of the submitted photos; the photos displayed the extension tubing was separated from the winged adapter. Which is the same finding as that of the evaluation of the returned unit. Probable root cause: manufacturing ¿ the defect separation inserter from tubing was identified and confirmed. This defect was created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on (B)(6) 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on (B)(6) 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that the extension tubing detached from the connection to the bd nexiva¿ closed IV catheter system during use.